Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D1: the manufacturing date for the reported device is prior to 24sep2016, so no UDI required. E1: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction inop message and no sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.